Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Patient reported they underwent a right total knee procedure on (B)(6) 2007. The patient had a manipulation done seven months post-op due to allegations of pain. Patient alleges the pain is now radiating to his right hip and affecting his gait.